Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist spoke with customer and explained the case, and acknowledged issue likely related to admission, discharge and transfer (adt), wrapped up and closed. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was not showing the room location. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.